Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty installing a cartridge onto the pump. The customer stated loading a new cartridge and was able to load successfully. There was no reported impact to the customer's blood glucose level.